Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s casing split and the device began malfunctioning, including failure to make meal announcements, after previously functioning; the user removed the pump and transitioned to backup therapy, and a replacement was arranged. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included temporary cessation of pump therapy and continued cgm use with the dexcom app or receiver. Investigation included remote troubleshooting and education, verification of shipping and return processes, guidance on device shutdown, and instructions for data sync prior to return. Investigation of this device revealed a hardware enclosure integrity issue consistent with screen bezel or housing separation that affected device usability, with return logistics initiated for evaluation. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical damage of uncertain origin.